Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that additional episodes of undersensing were observed on the device. No additional intervention has been performed at this time. The patient was stable.

Event description:
During a clinic follow-up, episodes of far-field p wave oversensing and undersensing were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.